Event description:
It was reported that "the therapist refers that the device does not perform the cloud of nebulization". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer reported the nebulizer would not nebulize. The customer returned one nebulizer kit which includes a jet, jar, cap, tubing, and mask. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed the returned components appear typical with no observed defects or anomalies. Functional testing was performed on the returned sample. 6cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter. The inlet pressure was set at 50psi and the flowrate was increased to 8lpm. During functional testing, a mist was produced coming from the chamber. No functional issues were found with the returned sample. The reported complaint of the nebulizer not nebulizing could not be confirmed based on the sample received. During functional testing of the returned sample, the returned nebulizer was able to produce a mist coming from the chamber. A device history record review could not be performed as no lot number was provided by the customer. Therefore, based on the functional testing, no issues were found with the returned sample.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the therapist refers that the device does not perform the cloud of nebulization". No patient injury or harm reported. Patient condition reported as "fine".